Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced difficulty rewinding the pump and inserting the cartridge. The connector was not locking properly, but after switching to a new connector, the supply change was completed successfully and insulin delivery resumed. The user experienced elevated blood glucose up to 400 mg/dl, which returned to range after the supply change. No external assistance or medical intervention occurred.